Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to loss of capture. No further information is available.

Manufacturer narrative:
The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the capture anomaly could not be determined.